Event description:
It was reported that the high flow insufflation unit experienced instantaneous insufflation pressure accompanied by frequent alarms during use. The issue occurred during a therapeutic laparoscopy, which was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.